Event description:
It was reported that there was a morphology change that resulted in this cardiac resynchronization therapy defibrillator (crt-d) exhibiting loss of capture on the atrial channel. The right atrial (ra) lead was not manufactured by boston scientific. No adverse patient effects were reported. Currently, this crt-d remains in service.